Event description:
It was reported that patient underwent a plif combined with a posterolateral fusion at l4-l5. It is reported that the patient did well after surgery but later developed bilateral leg pain that limited her ability to stand. During post-op period, patient developed increasingly severe back pain and leg pain and imaging studies revealed uncontrolled bone growth at l4-l5 along the path of the peek cage. It was reported that the overgrowth extends into the spinal canal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)-1993: the patient presented to clinic with persistent hoarseness. Assessment: vocal strain. On (B)(6)-2005: patient had cytopathology labs completed. Impression: negative for intraepithelial lesion or malignancy; reactive cellular changes associated with inflammation. On (B)(6)-2005: the patient presented to clinic with post-coital bleeding, right lower quadrant pain and lower back pain. Assessment: right lower quadrant discomfort and pain in patient with multiple abnormalities like post coital bleeding, irregular menstrual cycles, and history of ovarian and uterine carcinoma. On (B)(6)-2005: the patient presented for CT of the abdomen and pelvis with contrast. Impression: unremarkable; the appendix was visualized, but it is not fully refluxed and as a result, appendicitis cannot be excluded. On (B)(6)-2005: the patient presented with right lower quadrant pain radiating to her lower back and persistent pain. Assessment: right lower quadrant pain, intermittent episodes, probably related to her menstrual cycles and hormones. On (B)(6)-2005: the patient underwent a pelvic and transvaginal ultrasound. Impression: 1.8 x 1.4 x 1.6 cm size follicle in the left ovary which is simple; uterine size is slightly enlarged; small nabothian cyst in the cervix; small amount of free fluid seen. On (B)(6)-2005: the patient presented for gynecology consultation with intermittent abdominal pain. Assessment: intermittent pelvic pain that is resolved. Ultrasound performed came back normal. On (B)(6)-2005: the patient presented with restless leg syndrome and for follow up. Assessment: hypertension; hyperlipidemia; restless leg syndrome. On (B)(6)-2005: the patient presented to clinic with chest discomfort. EKG was normal. Assessment: atypical chest pain. On (B)(6)-2006: the patient presented to clinic with complaints of chest heaviness. Assessment: chest pain with multiple risk factors including hyperlipidemia. On (B)(6)-2006: the patient called into clinic with reports of insomnia. On (B)(6)-2006: the patient presented to clinic stating she had lost vision in her left eye. Ophthalmology diagnosed patient with retinal occlusion. On (B)(6)-2006: patient presented for oct testing which revealed a substantial degree of macular edema predominantly superiorly within the macula with fovea with central macular thickness of approximately 550 microns. On (B)(6)-2006: the patient presented with mild itching in the bilateral elbow creases and in the right of the chest. Assessment: anxiety disorder, stopped taking effexor. On (B)(6)-2006: the patient presented to eye clinic with decreased vision in her left eye. Impression: branch retinal vein occlusion from untreated hypertension. On (B)(6)-2006: the patient reported having a lot of muscle pain and trouble sleeping. Patient was taken off crestor (B)(6)-2006: the patient presented to clinic experiencing a lot of anxiety and depression. Assessment: menopausal syndrome. On (B)(6)-2007: the patient called in with headache, congestion, cough/chest pain, sore throat, and face pain/pressure. (B)(6)-2007: the patient presented to clinic for pap. No abnormalities found. On (B)(6)-2007: the patient called in with reports of extreme insomnia. On (B)(6)-2007: the patient called in with reports of sleeplessness, feels dizzy and off balance. On (B)(6)-2007: the patient presented to the clinic with trouble sleeping and was very anxious. Assessment: restless leg syndrome; sleep disturbance; anxiety. On (B)(6)-2007: the patient presented to clinic for follow up on restless leg syndrome. On (B)(6)-2009: MRI taken prior to surgery showed the patient did have stenosis at l4-5, synovial cyst, and even some disk bulging at l2-3. It was reported that the patient underwent an l4-5 laminectomy with l4 and l5 foraminotomies as well as excision of epidural mass and repair of incidental durotomy as well as posterolateral fusion and interbody lumbar fusion of l4-5 with instrumentation and interbody cage using rhbmp-2/acs. On (B)(6)-2011: the patient presented for x-rays of the cervical and thoracic spine. At c5-6 and c6-7, the disc spaces are narrowed and there are anterior and posterior osteophytes. Impression: cervical: multilevel anterior and posterior element degenerative change; thoracic: negative. X-rays of the lumbar spine were also performed and showed alignment of spinal elements and hardware appear to be satisfactory. There is multilevel disc space narrowing in the lumbar spine. There are retrolisthesis of l2 relative to l3 and l3 relative to l4 which are felt to be related to disc degenerative changes. On (B)(6)-2011: the patient presented to the clinic with right fifth toe pain. Patient was told it is cellulitis and should be treated soon so that the infection doesn't get to her toe. Skin on foot was red and swollen. Assessment: hammer toe (B)(6)-2012: the patient underwent MRI of the lumbar spine. Conclusion: suspect recurrent disc herniation at l4-5 ; new degenerative findings, retrolisthesis and broad based disc protrusion at l3-4 that appears centrally on the left demonstrating moderate central canal stenosis. On (B)(6)-2012: the patient presented to clinic with back and leg pain. The patient reports low back pain radiating sciatic nerve distribution to heel left side only. The patient was markedly uncomfortable. Impression: complications of 2009 lumbar spinal surgery with consequent recrudescence of symptomology and further root compression secondary to intra-op rhbmp-2/acs sequelae. On (B)(6)-2012: the patient presented for 14 injections into the paravertebral muscles on right and left wall to side at the l3-s1 leve ls. No complications were noted. On (B)(6)-2012: the patient presented for 12 injections on the left side lateral paravertebral muscle region. No patient complications were reported. On (B)(6)-2012: the patient presented for 16 injections in the paravertebral muscle on either side of l3-s1. No complications were note d. Patient also underwent x-rays of the bilateral hips and pelvis. Conclusion pelvis: no acute osseous pathology identified. Conclusion right hip: mild degenerative findings. No acute osseous pathology identified. Conclusion left hip: mild degenerative findings. N o acute osseous pathology identified. On (B)(6)-2012: the patient presented for 14 injections given in paravertebral musculature split between right and left sides staying w ell away from the operative site, no deeper than the depth of superficial fascia as with all prior injections. No complications were reported. On (B)(6)-2012: the patient presented with the following pre-operative diagnoses: low back pain; lumbar radiculopathy; status post l4-5 posterior instrumented fusion with disc spacer at l4-5. The patient underwent a left l4 and right l5 transforaminal epidural steroid injection under fluoroscopic guidance and contrast enhancement. No complications were noted. On (B)(6)-2012: the patient presented to a neurosurgery clinic for second opinion regarding her back pain and pain down her legs . Impression: lumbar stenosis, mostly at l3-4. On (B)(6)-2012: the neurosurgery clinic reviewed the patient's myelogram and noted she does have l3-4 stenosis which is above the previous area of fusion. On (B)(6)-2012: the patient presented with a preoperative diagnosis of lumbar stenosis. The patient has a history of back pain and pain down both legs and has difficulty standing. Prior studies performed showed she has significant stenosis at l3-4. She also has some protruding disc and some mild narrowing at l2-3. The prior fusion looks stable and the surgeon decided not to extend the fusion. The patient underwent an l2-4 decompressive laminectomy. Per the op notes, at l3-4, thick ligamentum and thick scar tissue was noted, but also a fair amount of bone which was adding to the stenosis. No complications were noted. On (B)(6)-2012: the patient was admitted to the hospital with the following diagnoses: vasovagal syncope; status post l3-4 lumbar laminectomy with recurrent postoperative pain; restless leg syndrome; organic sleep apnea; status post fusion; bilateral eye cataract surgery with lens implant and glaucoma. The patient states she lifted something heavy and pain returned to her lower back. The patient reports having an onset of pain that caused her to black out and become unresponsive. The patient was discharged in stable condition. CT scan of the chest and EKG were normal. The patient also underwent a 2d sonogram echo with doppler which found there were no abnormalities. On (B)(6)-2012: the patient presented to clinic with a lesion on the right foot. The patient stated, "the bone spur causes rubbing and the sore starts forming&#56224;assessment: hammer toe. On (B)(6)-2012: the patient presented with stiffness and no specific pain noted. On (B)(6)-2013: the patient's neurosurgeon who completed her laminectomy on (B)(6)-2012 wrote a reply to the patient's lawyer. The doctor stated , "she had significant stenosis at l3-4. In surgery, however, at the inferior aspect of the operation going to the l4 area, we did encounter significant scar tissue, which had occurred from the previous surgery. However, in a sense this was not actually a revision surgery. This was stenosis above the old area. To some extent it could be related to previous surgery and fusion in that it is not uncommon to have narrowing or other problems at levels above or below an area of fusion. That is actually something that could happen and it is not attributed to any specific product.....it is just a result of any time a person has a fusion. On (B)(6)-2013: the patient reported to neurosurgery clinic with pain in the right groin area and some pain in the right upper thigh. The patient states her leg buckles and also some low back pain. On (B)(6)-2013: the patient presented for MRI of the lumbar spine: impression: there is no evidence of bony canal stenosis. Enhancing t issue posterior to the thecal sac at l3, l4 and l5 likely post-operative. There is also disc protrusion at l2-3 with no canal stenosis. On (B)(6)-2013: the patient reported to neurosurgery clinic still having pain and stiffness and being uncomfortable. MRI does show the patient does not seem to have any significant scar tissue within the area of the nerves or thecal sac. There is some post op scarring posterior to the sac. On (B)(6)-2013: the patient presented to clinic with lower back pain that radiates into the back thigh. The patient stated during visit that "bone protein is causing excess bone growth ." The patient also reported paresthesias when lifting her left arm up, feels like pins and needles. Examination confirmed numbness in extremities and back pain. Assessment: chronic low back pain; anxiety. On (B)(6)-2013: the patient presented for physical therapy due to low back pain and stiffness, and right anterior thigh tingling/ weakness. Assessment: the patient presents with limited and painful lumbar arom, poor core strength, and impaired functional mobility. On (B)(6)-2013: the patient presented to clinic with back pain radiating to right thigh. Examination found patient's mobility is decreases along with posterior tenderness and paravertebral muscle spasm. Assessment: lumbar stenosis; sciatica. On (B)(6)-2013: the patient presented for an MRI of the lumbar spine with and without contrast. Conclusion: l4-5, a chronic broad right paracentral/ posterolateral region of bony productive change with bridging osteophyte resulting in mild to moderate right sided peripheral narrowing unchanged from CT scan; l3-4, minimal degenerative retrolisthesis. Mild residual medial lateral central narrowing. Mild moderate bilateral foramen entry zone narrowing; disc degeneration. Mild caudal bilateral foramen entry zone narrowing; 4. Mild enhancing ventral epidural scar l3-l5-s1; edema in the dorsal superficial soft tissues. Atrophy and edema in posterior paraspinal musculature l4 through sacrum. No fluid collections. On (B)(6)-2013: the patient presented with back pain in the lower back that started about 1 year ago. The pain radiates to the right thigh and the right leg feels weak. The patient cannot take steroids because it flared glaucoma. Examination found the patient to have nausea, and weakness and numbness in the extremities. The patient ambulates with a cane. MRI was reviewed with the patient that showed soft tissue swelling but does not appear to be a surgical problem. Assessment: sciatica. On (B)(6)-2013: the patient presented to neurosurgery clinic with pain in lower back, down her right leg and mostly down to about the knee. The patient is using a cane. Patient will undergo a myelogram. On (B)(6)-2013: the patient presented for myelogram of the lumbar spine. Findings: there is slight posterior offset of l3 with respect to l4 measuring approx. 4 mm not significantly changed with flexion and extension views. There's mild spurring of the lumbar vertebral bodies. There is loss of disc height and l2-3, l3-4, and l5-s1. No mass effect on the thecal sac or evidence of spinal stenosis. CT taken on the same day found no evidence of spinal canal stenosis. Spurring seen is causing mild impingement on the right side of the neural foramina at l4-5 and mild/moderate impingement on the right side at l5-s1. On (B)(6)-2013: the patient presented still in pain and using a cane. The patient's right leg is antalgic. Reviewing MRI, it appears the patient has disc protrusions and/or combination of osteophytic changes at l4-5. On (B)(6)-2013: the patient presented to pain clinic with lower back and leg pain. The patient describes the pain as sharp, shooting, aching pain across her lower back with extension into her right anterolateral thigh without distal extension past the knee. The pain is constant but aggravated with standing, walking, bending, and driving. CT scan performed in (B)(6)-2013 reveals stable fusion at l4-5. No significant spinal canal stenosis is noted at l3-4 and l5-s1. There was right sided neuroforaminal stenosis noted at l4-5 and l5-s1 secondary to facet hypertrophy. The patient's gait was slow and stooped. There was pain with range of motion in back flexion and extension. The patient has flattened lumbar curve and tenderness to palpation I the lumbar area. Assessment: low back pain; lumbosacral spondylosis without arthropathy; neuralgia, neuritis, and radiculitis; post-laminectomy syndrome, lumbar. On (B)(6)-2013: the patient presented for a right l2, l3, l4, and l5 medial branch nerve blocks. No complications were noted. On (B)(6)-2013: the patient presented with low back and leg pain. Patient describes no sustained reduction in pain following medial branch nerve blocks. Assessment: possible painful facet arthropathy; recommend repeat injection to confirm; lumbosacral osteoarthritis; low back pain; post laminectomy syndrome, lumbar. On (B)(6)-2013: the patient presented for a right l2, l3, l4, and l5 medial branch nerve blocks. No patient complications were noted. On (B)(6)-2013: the patient presented with continuing pain in her right lower back and anterolateral thigh as well as parasthesias. Assessment: post laminectomy syndrome, lumbar; low back pain; lumbosacral osteoarthritis; radicular syndrome of lower limbs. On (B)(6)-2013: the patient presented for a right l3-4 transforaminal epidural steroid injection due to lower back and leg pain and par asthesias refractory to more conservative management. No complications were noted. On (B)(6)-2013: the patient presented to clinic with low back pain and leg pain. The patient just had an epidural steroid injection but still complains of severe pain involving her lower back and right leg. Examination found patient's gait to be slow and stooped , pain with range of motion in lumbar area, flattened lumbar curve, and tenderness to palpation in lumbar spine. Assessment: MRI of lumbar spine shows no high grade stenosis. Suspect component of chronic nerve injury ; low back pain; degeneration of lumbar dis; postlaminectomy syndrome. On (B)(6) 2014-update: history/comorbidities: former smoker ((B)(6) ppd - quiet 20 years ago), alcohol 2x week, hypercholesterolemia, spinal stenosis, chronic neck pain and left arm discomfort. Sensitivity to vicodin on (B)(6) 2012 the patient complained of back pain; pain down both legs; left down to the foot; right more on the thigh area. The pain was worse with standing. The patient also reported they were unable to stand or walk by themselves. The patient presented with l3-l4 spinal stenosis and ligamentum hypertrophy and also some mild disc bulging at l2-l3. The patient underwent a mid l2-l4 decompressive laminectomy surgery. Intraoperative guidance images were obtained which demonstrated intra-pedicular screws at l4 and l5 with a disc spacer and a probe projected at the inferior margin of l3 dorsally. There were no patient complications reported. The patient experienced an expected acute blood loss anemia post operatively. On (B)(6) 2012 the patient was discharged from hospital. On (B)(6)-2013 the patient presented with occasional numbness and tingling in right thigh and left arm. Use of cane for ambulation. A shuffling gait - ("uneven gait due to back pain"), neuritis or radiculitis and post-surgical arthrodesis.

Event description:
It was reported that the patient presented with low back pain extending down both legs. An MRI of the lumbar spine indicated "moderate degenerative disc disease primarily at l2-l3 and l5-s1 associated with mild disc bulging/disc protrusion at both levels along with multilevel facet arthropathy. The findings are most significant at l4-l5 where there is mild disc bulge associated with severe bilateral facet arthropathy and small left sided synovial cyst, all resulting in moderate to severe central canal stenosis." The patient underwent l4-5 laminectomy with l4 and l5 foraminotomies as well as excision of epidural mass, posterolateral fusion and posterior lumbar interbody fusion l4-5 with instrumentation and interbody cage to treat lumbar spinal stenosis as well as degenerative spondylolisthesis, l4-l5 with synovial facet cyst. There was an incidental durotomy that was repaired during the procedure. Peek interbody cage, rhbmp-2/acs, mosaic, gelfoam, duragen, duraseal, and pedicle screw/rod instrumentation were used. Nine hundred eighty-one days post-op, the patient presented with low back pain radiating into the left leg. Plain films of the lumbar spine indicated "alignment of the spinal elements and hardware appear to be satisfactory" no evidence of fracture or other acute pathology." One thousand two days post-op, the patient presented with lumbosacral plexus lesion and low back pain radiating to the bilateral aspects of the posterior femurs for 1-2 months. Per the medical record, "patient relates symptoms may be related to moving furniture." An MRI of the lumbar spine indicated "postoperative findings with hardware artifacts at l4-l5. Suspect recurrent disc herniation versus extruded fragment paracentrally on the right at l4-l5. In addition, there are new degenerative findings, retrolisthesis and broad-based disc protrusion at l3-l4 that appears centrally on the left demonstrating moderate central canal stenosis." One thousand twenty eight days post-op, physician's notes indicate "for a little more than a year there was improvement following her spinal surgery" slowly her original pain returned with additional neurologic deficits that were not apparently present pre-operatively... My impression is that she went on to non-union and there may have been complications from the use of infuse morphogenetic bone protein, plus another spinal level of involvement. Imaging was obscured by ectopic bone and the instrumentation." One thousand fifty-one days post-op, the patient presented with lumbar radiculopathy. A myelogram of the lumbar spine indicated "mild levoscoliosis. Multilevel degenerative lumbar spondylosis. Fusion of the l4-5 this level with decompressive laminectomy. Intact hardware." One thousand fifty-two days post-op an x-ray of the lumbar spine indicated "slight increase in lumbar lordosis with minimal retrolisthesis of l3 with respect to l4. Metallic fusion posteriorly at l4 and l5. Disc spacer l4-l5. Mild diffuse disc space narrowing consistent with degenerative disc disease. Mild degenerative spondylosis. Vertebral bodies are intact. No fracture or destructive process. Normal range of motion. Minimal spondylolisthesis improves with flexion positioning." An emg indicated "electrodiagnostic evidence of a left tibial motor neuropathy. There is no electrodiagnostic evidence of a left lumbosacral radiculopathy." One thousand seventy-eight days post-op the patient presented for follow up with complains of back pain and pain down her legs. Per the physician's notes, "she now mentions pain going down the legs to the right, the back of her thigh on the left down to her foot" her worst problems tend to be with standing" she has a chronic history of some neck pain and pain and discomfort in the left arm" she did physical therapy and felt that it actually helped." Revision surgery to decompress mainly l3-l4 was discussed. One thousand eighty-five days post-op the patient was admitted to the hospital with a diagnosis of lumbar stenosis, mainly l3-4. The patient underwent a mid l2-l4 decompressive laminectomy. There were no noted complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).